Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once is has been completed.

Event description:
Sharks fin retainer sheared away from tibial insert allowing hyperextension of the left knee four years post implantation.